Event description:
It was reported the patient began to have to recharge their ipg more frequently over time. The patient's ipg later became inoperable. As a result, the patient's ipg was explanted and replaced (with a different model). Therapy was restored following the procedure. Note: the patient's has two ipgs. The patient 's other ipg is listed under MFR. Report#: 1627487-2021-02053. It is unknown which ipg was explanted and replaced, so both of the patient's ipgs are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.